Manufacturer narrative:
Terumo has not received the actual device for evaluation, thus, terumo plans on submitting a follow-up report when more information becomes available. For this reason, terumo references evaluation codes method, results & conclusions.

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during set-up, there were plastic particles inside the cap.